Event description:
A hospital in (B)(6) reported via our distributor that the expiratory limb of an rt340 adult dual heated evaqua breathing circuit "disconnected". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the pins on the returned complaint breathing circuit were tested to see if they could be connected to a heater wire adaptor. A heater wire resistance test was carried out using a multimeter. Results: full insertion of the heater wire adaptor was successful for both the inspiratory and expiratory pins. The heater wire resistance test for both the inspiratory and expiratory limb revealed the breathing circuit to be within specification for this product. Conclusion: no fault was found with the returned complaint breathing circuit. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected.